Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The mother of the customer reported that the insulin pump froze up. The mother of the customer also reported that a new battery was installed in the insulin pump; nevertheless, the screen of the insulin pump would not come up. The mother of the customer reported that the customer has an old insulin pump that can be used for now. No additional information is provided.